Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening linear on radius. Leak test and microscopic analysis was performed which identified: opening crease smooth on radius and punctured opening on anterior, posterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a punctured on anterior, posterior and radius assessed as surgical damage like. An opening crease smooth on radius assessed as fold flaw opening.

Event description:
Device has been explanted.